Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter, oil mist filter, vacuum pump tray and assembly and vacuum pump oil were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, system risk analysis (sra), and functional analysis. The device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned and successfully completed a test cycle with no failures or faults. No mist, odor, smells, vapor, or smoke was observed. Visual inspection yielded no unusual findings, defects, or anomalies. The reason for the return and failure of the oil mist filter could not be confirmed. The catalytic converter, vacuum pump and tray assembly, and vacuum pump oil were not returned for further evaluation. The assignable cause of the odor/smell is likely due to the catalytic converter, oil mist filter, vacuum pump and tray assembly, and vacuum pump oil. The asp field service engineer replaced the parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Details of the service performed are unknown at this time. Asp will continue to follow-up for the resolution of the odor/smells issue. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "strong burning smell" or odor emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.